Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have programmed a dual wave for food and was not sure how to cancel programming. Customer reported to have suspended insulin pump in the meantime. Customer was advised that suspending insulin pump would cancel programmed dual wave. Customer reported to have had low blood glucose between 33 mg/dl and 55 mg/dl which customer treated with food.